Event description:
During baxter's functionality testing of a spectrum pump, the device would not stay powered on. There was no patient involvement.

Manufacturer narrative:
Manufacturer report no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom "device would not stay powered on," which was reproduced. The ac power adapter was identified as the failing component. The ac power adapter was replaced.